Event description:
The customer reported that the device has a power plug (connector on ac power module) that has been pulled out of the machine. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The philips authorized support personnel evaluated the device and confirmed the reported complaint. It was found that the ac power module connector had pulled out from the housing. The ac power module was replaced to resolve the problem. This is a malfunction of the ac power module.